Manufacturer narrative:
Concomitant products: d334vrm, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for lead impedance out of range in the high voltage coil. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.